Event description:
Name of the procedure being performed: NA (Incoming Inspection). Detailed Description of Event: Date of Event: Unknown. I would like to inform you that some items of AM26-005 did not pass our receiving inspection. Particulate: Other non-biological particulate, A0G06, lot #1582314. Patient Status: NA (Incoming Inspection). Type of Intervention: NA (Incoming Inspection).

Manufacturer narrative:
The event unit is anticipated to return to Applied Medical for evaluation. A follow-up report will be provided upon completion of the investigation.